Event description:
A customer reported no air output during surgery. After the system was exchanged, the procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).